Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced air in line, and component separation. The following information was provided by the initial reporter: pump was alarming that there was air in line, so I tried tapping the line to get the air out and the tubing broke.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 10-aug-2022. H.6. Investigation summary: the customer reported the tubing broke while getting air out, and returned one unknown sample. The sample was separated at the silicon/lower fitment junction and the complaint is verified. The root cause is user error, as there was clear evidence of the ring retainer being attached to the silicon. The pumping segment is held together by a press fit with the little blue ring retainer, and as seen in the other investigation for this complaint, when that is missing it is a manufacturing error. If it is attached, we trace it to the user. In this case, if the ring retainer was attached incorrectly, the actions to fix the assembly by manufacturing still apply. A device history record review could not be performed because the material and lot number are unknown.

Event description:
It was reported that the unspecified bd infusion set experienced air in line, and component separation. The following information was provided by the initial reporter: pump was alarming that there was air in line, so I tried tapping the line to get the air out and the tubing broke.